Event description:
The customer reported that an exeter stem has fractured. The original implantation was done in 2003. It is further reported that the revision was performed 2009. It is further reported that the stem has fractured approx 50mm distally from the neck of the stem. It is further reported that there were no complications from the revision surgery.